Event description:
The clinician reports the implant was inserted (B)(6) 2000 in fdi 46. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding and fistula. No further patient complications were reported.